Event description:
It was reported that the right ventricular (rv) lead was oversensing with short v-v intervals and was suspect of a possible fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary:the full lead was returned in segments and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.